Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, failure to extend the helix was observed on the right ventricular lead. The lead was not implanted; another lead was implanted. The patient¿s condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.